Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The explanted valve has not been returned for evaluation. The reported event cannot be confirmed at this time. However, it is likely that patient related factors contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time. (B)(4).

Event description:
It was reported via the implant patient registry that a 3300tfx 29mm valve in the pulmonic position, implanted for six (6) months, was explanted due to thrombosis and significant obstruction of his conduit. He presented with systemic right ventricular pressure and severe conduit obstruction from kinking and compression from the sternum and mild right ventricular dysfunction. Intraoperative findings indicated that the conduit had been folded on itself and also the valve was sideways and aiming towards the anterior portion and the two anterior leaflets were thrombosed. The patient underwent conduit replacement utilizing a 3300tfx 25mm valve. He tolerated the procedure well with no complications. There was no significant pulmonary valve regurgitation and only trivial gradient across the pulmonary valve and conduit. The patient was discharged in improved condition on pod #5. This is a (B)(6) boy with a history of d-loop transposition vsd and subpulmonary stenosis who had undergone initial palliation with a shunt and subsequent to that had a rastelli procedure done and he has had three conduit changes and the most recent one was done approximately a year ago at which time he had a dacron tube graft with a magna ease valve and this rapidly obstructed and he had a second procedure within four months to replace a conduit and put a new one (subject device).